Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the pulmonary vein isolation procedure, air was aspirated into a syringe connected to the sideport of the sheath when replacing a non-abbott catheter with a different non-abbott catheter via the sheath. Several aspirations were attempted but the air could not be removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.